Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) exhibited oversensing, leading to a three second period of inhibition of pacing in a pacemeaker dependant patient. The oversensing was able to be recreated with arm movements and other manuevers.